Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for a unknown procedure. The treating physician had placed the micro-access sheath into the patient. When removing the sheath, the hub of the sheath detached from the shaft of the sheath. There was no report of harm or injury to the patient due to this event. The defective disposable device has been returned to the manufacturer for an evaluation.

Manufacturer narrative:
Returned for evaluation was one 4f introducer sheath/dilator. A visual review noted that the hub is detached from the shaft of the sheath. The customer's reported complaint description of the micro access introducer hub detaching is confirmed. (B)(4) supplier of this device was made aware of the event and the returned sample was forwarded to them for a device evaluation. Per the vendor's evaluation, it was determined that the tubing tore just below the hub but did not pull out of the hub. The root cause cannot be definitively determined. As suggested by the vendor, a possible contributing factor could be due to user technique in twisting the hub. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).